Event description:
The customer reported that the operating table moved into extreme trendeleburg position a second time without anyone operating the remote control. This occurred during robotic surgery with (B)(4) robot. No injury or harm was reported to getinge; maquet. (B)(4).